Event description:
It was reported that an unspecified minor injury had occurred as a result of staff using the foot pedal improperly. Arrangements were made to train the staff to avoid this issue in the future.

Manufacturer narrative:
B5 summary and section h codes updated to reflect the completed investigation.

Event description:
It was reported that an unspecified injury had occurred as a result of staff using the foot pedal improperly.